Event description:
A patient was revised to address two migrated xia blockers. The patient reported experiencing discomfort prior to revision. This report captures the second of two migrated xia blockers.